Manufacturer narrative:
The device was returned for analysis. The device was at elective replacement indicator (eri) upon receipt. A longevity analysis was performed and found the battery depletion was normal. Telemetry, sensing, pacing, pacing lead impedance, and high voltage (hv) output functions of the device were tested and found to be normal.

Event description:
It was reported that the patient presented prior to exchange of the implantable cardioverter defibrillator due to normal battery depletion. A visual examination found that the patient had very thin body habitus, and the device had shifted to the axillary region with minimal subcutaneous tissue overlying it. The patient acknowledged that the device location was uncomfortable. The device was explanted, and the pocket was revised. No further adverse patient consequences were reported.